Event description:
Analysis was approved on 04/11/2016. The cause for the communication issue was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
UDI of suspect device: (B)(4).

Event description:
It was reported that a physician was having trouble with his programming tablet. Troubleshooting identified that the issue was with the tablet serial cable. Once the serial cable was replaced, the programming system functioned properly. The serial cable was received on 03/11/2016. Analysis has not been completed to date.